Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported he did a complete set change on the insulin pump. He then delivered a bolus for high blood glucose and his blood glucose was still 300 mg/dl. Troubleshooting was performed. During troubleshooting customer performed high pressure test on device and it failed twice. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The low reservoir alarm functioned properly. The bolus wizard functioned properly per bolus wizard sample in the user guide. No active insulin anomaly was noted. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and cracked reservoir tube lip.